Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 2.9d. Pump passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked select button keypad overlay, pillowing keypad overlay and cracked case behind the pump at the battery compartment.